Event description:
According to the reporter, during the procedure, when the surgeon used the sutures, the thread split and then broke for the five sutures. Despite several attempts with other threads from the same batch, it was found that it was always the case with all those used. A new suture from another batch was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: vlocn0604, vlocn0604 v-loc* pbt 3-0 blu 15cm v20 (lot#:a3k2249vy), vlocn0604, vlocn0604 v-loc* pbt 3-0 blu 15cm v20 (lot#:a3k2249vy), vlocn0604, vlocn0604 v-loc* pbt 3-0 blu 15cm v20 (lot#:a3k2249vy), vlocn0604, vlocn0604 v-loc* pbt 3-0 blu 15cm v20 (lot#:a3k2249vy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.